Event description:
A savvy pta (percutaneous transluminal angiographic) dilatation catheter (6.0mm x 6cm) manufactured by cordis was prepped and placed into the patient through a sheath. It was appropriately inflated with an inflation device. For this balloon, the nominal pressure rate is 6 atm and the burst pressure rate is 10 atm. However, the balloon ruptured at 5 atm. A second savvy 6.0mm x 6cm was properly prepped, inserted and inflated. It too ruptured, this time at 8 atm. The catheters were from the same lot number. There was no harm to the patient.